Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an anterior cervical discectomy with fusion (acdf) surgery, it was observed that the motor device maximized at 46,000 rotations per minute (rpms). According to the report, the alleged malfunction occurred when the surgeon was preparing end plates during the procedure. It was reported that a spare attachment device was available. However, the spare attachment device was tried and had the same result. As a result, there was a three minute delay to the surgical procedure. A spare set was opened to obtain a spare motor device. The surgery was completed successfully with the spare motor device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported there was no medical intervention or prolonged hospitalization. No additional information was provided. All available event information has been disclosed.